Manufacturer narrative:
(B)(4). Approximate age of device ¿ 30 days (calculated from the date when the system controller was issued to the patient.) The device was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that when the biomedical engineer attempted to sync the patient¿s system controller clock with the system monitor clock to update for daylight savings time, it would not sync. Instead the system controller kept defaulting to ¿01/01/2000, 00:00¿ and then displayed the replace backup battery alarm. The patient¿s system controller was exchanged. The submitted log file was reviewed by a representative of the manufacturer¿s technical services and revealed that a pump stoppage occurred. No additional information was reported.